Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s lead was never placed midline, it was off to the left so the patient was unable to get coverage on their right side. They stated that they originally had bilateral coverage, but after they changed out the ins they could not get coverage on their right side. The caller stated that the healthcare provider (hcp) may want to unplug one side of the lead and add a percutaneous lead. Technical services reviewed programming options, using notes to explain the scenario and checking the abandon component box. Technical services also reviewed that the white marker on the 565 was 0-7. The event occurred after the ins was changed out on (B)(6) 2018. Technical services called the rep back to ask if it was possible that ports were swapped with the ins change, but the restated that no, they saw the x-ray of how far midline the lead was and also they had tried programming all over the lead. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the hcp via a manufacturer representative reporting that reprogramming on all three rows of the paddle lead was attempted without any success at reaching the right side. An x-ray showed the paddle was off to the left of midline. The issue was no yet resolved but a lead revision was being scheduled. There was not a set date for the revision at the time of the report. No further complications were reported.